Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013. Inratio inr: 1.4 and 2.9. The time between testing was within one hour. Reportedly, the patient has no technique issues when running test, however, he noticed that there was a void/gap in the main channel right above the sample well when he obtained the 1.4 result. Therapeutic rang 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet accuracy criteria. Customer noticed void in channel when 1.4 result was obtained. This could not be ruled out as a cause for the unexpected result. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined form the information provided by the customer. (B)(4) discrepant result complaints were reported for lot # 312581, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored for corrective action; no further action is required at this time. This issue will be subject to tracking and trending. Root cause could not be determined from the information provided by the customer.